Manufacturer narrative:
Evaluation of the evercross was completed march 17, 2016. The customer experience of the evercross dilatation catheter being unable to hold nominal pressure was confirmed. The evercross dilatation exhibited a separation in the multi lumen. The root cause of the evercross catheter being unable to hold pressure is a leak in the distal multi-lumen grind area. The cause of the leak in the multi-lumen could not be determined.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). The device was used in patient on a concentric, non-calcificated lesion of the right anterior fibularis. The patient had recently had a smartflex stent placed in the right sfa. After introducing the evercross over the guidewire to the lesion site, the physician began to inflate the balloon with an inflation syringe to 5 atms. However, the balloon could not be inflated anymore, lost pressure, and contast media mixed with blood came back through the catheter lumen. The physician removed the evercross and noticed a defect of the balloon. A new evercross was opened and the procedure was completed. Amended complaint description received 2 feb 2016: followup additional information: the device was used in patient. 0.035 terumo guide wire, 6f sheath terumo. Patient, male, (B)(6) years old, concentric , non - calcificated lesion of the right a.fibularis. Patient got recently a smartflex stent ( 6mmx 150mm ) in the right sfa. After introducing the evercross over the guidewire to the lesion site, the physician startet to inflate the balloon with an inflation syringe ( merit ) to 5 bar. Then he detected, that the balloon could not be inflated anymore - quite the converse- lost pressure and contast media mixed with blood flew back inthe catheter lumen. He removed the evercross and noticed a defect of the balloon. After using a new evercross, everything worked fine. (B)(6). He has been using the evercross for at least 4 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.